Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was explanted due to dislodgement. The dislodgement was thought to have been related to twiddler's; however, no dislodgement was seen in any other leads. No adverse patient symptoms were reported.